Manufacturer narrative:
This report is being submitted as a precautionary measure because of the patient was reportedly kept in the hospital overnight for observation following the reported event. The involved device was not returned for evaluation. Therefore, the failure investigation was limited to evaluation of user facility information, quality records and reserve samples. Inspection and testing of retained samples from the reported lot and surrounding lots confirmed that there were no defects or anomalies and product performance specifications were met. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is consistent with the sheath having been damaged / deformed as a result of continued attempts to manipulate the device against resistance. After the sheath became deformed, it is conjectured that the inner diameter was reduced and this may have resulted in the guide catheter becoming "stuck." There is no indication that the reported damage / deformation was related to a pre-existing device defect. The device labeling does address the potential for such an occurrence in the instructions-for-use by stating, "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that the introducer sheath and guide cath became stuck together during a cardiac catheterization procedure. Additional information that was provided by the user facility included the following: when the physician was attempting to position the guide cath, he noticed that it "became difficult to torque"; at that time he determined that the guide cath was "stuck" on the introducer sheath; the guide cath and introducer sheath were then removed together; upon removal it was noted that the introducer sheath had become "wrapped and twisted" around the guide cath; the decision was made to abort the catheterization procedure and reschedule it for another day; the patient was kept overnight for observation; and the patient did not have any adverse effects from the reported event and was sent home the following day.